Event description:
The customer reported to olympus that the oes bronchofiberscope had creases and peeling. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the image guide snake pipe coating was peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image guide snake pipe coating was peeled off. In addition to the reportable malfunction, the following were noted: the bending section cover adhesive had a chip; the angulation lever had a crack; because the channel tube was crushed, the forceps and the tube cleaning brush could not be inserted; the bending tube and the connecting tube had a dent; due to a dent on the bending tube, the play of right/left angulation knob was out of the standard value; due to a pinhole on connecting tube, water tightness was lost; the eyepiece had a scratch and discoloration; the image guide bundle had significant breakages. Additionally, the following components had a scratch: the light guide connector, the light guide-cover glass, the scope cover, the upward/downward angulation plate, the universal cord had a dent and a scratch; the forceps channel port, the grip, the connecting tube, and the control unit. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely physical stress was applied to the insertion section during user handling and caused the coating to peel. This issue is addressed in the instructions for use (IFU): "3.2 inspection of the endoscope' 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor the field performance of this device.